Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include improper bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the event happened during surgery. The first anchor had a crack formation and broke and the second anchor broke. The broken parts were removed and nothing remained in the patient's body. The surgery was finished successfully by using a third anchor but the surgeon had to switch to an open surgical technique. Follow-up investigation: the customer report describes a shoulder procedure / rotator cuff re-fixation.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the first anchor's distal tip is broken, and the threads are cracked. The first and second threads are slightly deformed. The second anchor is cracked approximately at the fourth thread from distal to proximal. In addition, the distal tip is slightly bent and deformed. The fourth thread is stripped. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the event happened during surgery. The first anchor had a crack formation and broke and the second anchor broke. The broken parts were removed and nothing remained in the patient's body. The surgery was finished successfully by using a third anchor but the surgeon had to switch to an open surgical technique. Follow-up investigation: the customer report describes a shoulder procedure / rotator cuff re-fixation.